Manufacturer narrative:
The pump was returned to animas for eval. Eval has not yet been completed. No conclusion can be drawn at this time.

Event description:
The pt's mother reported that the pump was resetting itself without intervention.